Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this record, device is having just a cosmetic damage, user error,making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this record, device is having just a cosmetic damage, user error, making it non-reportable to the FDA.as a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during preventive maintenance, cardiosave intra-aortic balloon pump (iabp) post ppm repair. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.